Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reported that the expedium rod and titanium mesh were implanted at the surgery for metastatic spinal tumor (l1-5) on (B)(6) 2010. It was noted that the rod was broken and the titanium mesh was folded anteriorly and broken at some point in time after implantation. The surgery suspected rod breakage was related to pseudoarthrosis. Updated information revealed that on (B)(6) 2010: the first operation was conducted for the patient with metastatic spinal tumor (l3) who was (B)(6)female. The l3 was removed via tes and replaced with the titanium mesh. And l1-5 (2 above 2 below) were fixed with expedium devices. On (B)(6) 2014, reoperation was conducted. The implanted expedium devices (including screw, rod, and transverse) were all removed and replaced with the competitor¿s products, and re-fixation was completed. The titanium mesh still remains in the patient¿s body. The removed rod was returned to the patient. The patient¿s condition is reported as good. The following mfg. Medwatch reports are being filed for the rod that rod and titanium mesh that are reported to have broken in situ: 1526439-2014-11646; 1526439-2014-11647.

Manufacturer narrative:
The international affiliate reports the broken rod was given to the patient and is not available for evaluation. Review of the device history record for the production lot found no discrepancies. Complaint trending was performed and no product action is required. Complaint trends will continue to be monitored as part of post market surveillance activities. Without the device, we are unable to confirm the reported issue or identify the root cause. No corrective or preventive action is necessary at this time as we are unable to confirm the reported issue or identify the root cause. Therefore this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.